Event description:
It was reported that during an unknown procedure, the doctor inserted the product, stating it was difficult to insert, and required a large amount of force to insert. Another like product was used and inserted which punctured the liver, which caused bleeding. No other information is available.